Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon finishing the implant, the physician noticed that the suture sleeve was missing from the right ventricular lead. The physician looked into the pocket and no suture sleeve was found. The lead was decided to suture on the suture sleeve of the atrial lead. The physician also complained that the white stylet was not stiff enough and ended up using a rust stylet. The lead is still in use. No patient complications have been reported as a result of this event.